Event description:
A medtronic representative reported the tria system's camera tracks active instruments intermittently. There are red lights on the tool interface unit (tiu) when the system is booted up. Re-booting the system intermittently resolves the issue. There was no patient present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. RMA issued for tool interface unit (tiu). Replacement part shipped. The suspect part was received on (B)(4) 2012 by the manufacturer. Investigation finds that when connected to a known good system, the tiu performed as expected returning green status for all ports. The tiu passed all receiving inspection requirements (rir) testing and will return to service inventory. Complaint could not be confirmed.